Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6.

Event description:
Additionally, healthcare professional reported ¿membrane capsule, which was noted to be normal soft baker 1¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to herniation with fluid collection. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side herniation with fluid collection, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.